Event description:
It was reported that the device had migrated in the body. Patient felt pain and discomfort. System was explanted per patients request.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.